Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; strategies and outcomes for aortic endograft explantation. Failure of endovascular aneurysm repairs (evars) requiring open conversion remains a major challenge. Dean j. Arnaoutakis, md, mba, gaurav sharma, md, stuart blackwood, md, samir k. Shah, md, matthew menard, md, c. Keith ozaki, md, and michael belkin, md, gainesville, fla; and boston, mass. September 8-10, 2017, doi.org/10.1016/j.jvs.2018.03.426. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms' (aaa) on an unknown date. The following adverse events were reported: malfunction: type I, type ii, type iii & type v endoleaks and occlusion/kinking.